Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering was able to confirm the customer's experience of the bent cannula and obturator. Upon closer inspection, engineering noted that the obturator and cannula were cracked near the bend. The thickness of the cannula and obturator were measured, and both met specifications. During the manufacturing process, all trocars are 100% visually inspected prior to packaging. The root cause of the event is likely due excessive force applied during insertion as the patient was noted to have a high body mass index (bmi). Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This represents the initial and final report. Based on the description of the cannula and obturator being bent during initial intake of the complaint, the event was not reported as it was unlikely to cause or contribute to death or serious injury. After engineering performed their evaluation, the event is now deemed reportable.

Event description:
Laparoscopic ventropexy - 'the surgeon had a laparoscopic ventropexy, during his port placement of the 5mm ports he experienced our ctf03 bend when he was placing the port, both the obturator and the cannula bent. To resolve this he removed the port and asked for another port to place. Things to note during this case is that the patient was of a high bmi. The patient had a successful operation and recovered well on the ward." Type of intervention: "to resolve this he removed the port asked for another port to place."